Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump is alarming compromised forced sensor alarm. She stated that she was changing, rewinding and priming the pump when the alarm occurred. During prime rewind troubleshooting, the customer stated that the drive support cap was normal and that she had not pressed the cap while connected. She was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s orders. Also, advised the customer that the possible cause of the compromised forced sensor alarm was that it occurred during seating the forced sensor and that it did not detect the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, stained end cap sticker, cracked lcd window and cracked battery tube threads.